Event description:
The following question was posted in another country on an internet forum. The question was not translated into english until the 25th march 2008, at which point biocompatibles became aware of the event. The forum allows physicians to pose questions and cross communicate. "We recently treated, with a palliative intent in agreement with the surgeon and the relatives, a pt with a hcc lesion of 20cm partially necrosed and multiple satellites in the left liver; portal vein patent; right hypocondrium pain, no signs of liver failure. After superselective catheterization of segmental branch for segments v, vii, viii, I injected almost 5cc of dc bead loaded with doxorubicin. The treatment was good, but the pt died at 72 hours with an increased ast to near 4000".

Manufacturer narrative:
The MFR became aware of this event when the narrative in 5.5. Was posted on an internet forum which is supported by the MFR. The forum is addressed to a moderator who answers the questions posted. There is no info for the reporter on the forum other than an email address. The report shows that the device (a pva microsphere) was used in conjunction with doxorubicin which was loaded into the microspheres prior to delivery. This use is not approved in the USA ( legally marketed) and is considered "off label use". The MFR has subsequently met the reporter to ascertain additional info regarding the event. The following is the initial assessment of the MFR. "A female with very advanced liver cirrhosis (child b-c). Big hcc lesion in right hepatic lobe (approx 15cm) and multiple smaller lesions in left lobe. Baseline transaminase. She was treated on a compassionate basis with chemoembolisation. For the procedure, 2 dc bead vials and a total of 100mg dox were administered selectively in right and left hepatic lobes. Three hours after the procedure she experienced a post-embolisation syndrome with nausea. Two days after the procedure, the pt's general condition worsened. Lab tests showed transaminase increase, liver function tests are not available. The pt died due to a cardiaocirculatory arrest which was unlikely related to dc bead.